Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. However, the customer returned five unused sterile starclose se devices for evaluation with the same part (14679-01) and lot number (30802k1), as the complaint device. All five devices were deployed and performed according to specifications. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, the exchange sheath split abnormally by curling up. The safety release was used to retract the locator wings and after unlocking the thumb advancer, the thumb advancer was retracted proximally enabling removal of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.